Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: "laser stopped emmiting energy during maintenance procedure to check alignment and power output".